Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® one use holder, the blood collection set and holder spun out or separated an unspecified number of times. No adverse impact was reported regarding the patient or user.